Manufacturer narrative:
One ensite velocity¿ system velocity amplifier was received for evaluation. The amplifier was powered on to a green led status which indicated the amplifier passed the power on self-test (post) and communication was established. Review of the error logs identified several temperature out of range issues toward cath amp board on slot 6. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information provided to abbott and the investigation performed, the root cause was isolated to the cath amp board on slot 6.

Event description:
During a pulmonary vein isolation procedure. The case was rescheduled for (B)(6). There were no patient adverse consequences to the patient due to the delay.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. Based on the information received, the cause of the reported communication issue and subsequent cancellation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During the procedure, a communication issue occurred and the procedure was cancelled. Following completion of a couple ablations, when attempting to ablate again, the tip of the catheter lost visualization and ¿fell off¿ the screen. An accompanying error message was displayed stating: ¿amplifier error. Log out and power cycle both the ensite velocity dws and amplifier before restarting.¿ the amplifier and dws were restarted which resulted in the same error and the procedure was cancelled.